Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures two months and eighteen days post implantation. The patient underwent the unsuccessful attempt to remove the filter at this time. The patient also reports that the filter perforated the inferior vena cava (ivc) and to be suffering from poor memory, fatigue, difficulty walking, numbness in arms and legs, pain and swelling in legs, pain in the middle of the torso and to see sparks in the eyes. According to the information received in the medical records, the patient has a history of left lower extremity deep vein thrombosis and anemia from uterine bleeding. The indication for the filter placement procedure was prophylaxis for thromboembolism. During the implantation procedure via the right groin, the filter was deployed into the lowest of the renal veins. A follow-up vena cava-gram showed the filter to be in good position. The patient tolerated the procedure well and was taken back to the room in stable condition. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter malfunctioned and caused injury and damages to the patient including, but not limited to pain, and attempted but unsuccessful percutaneous removal. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures two months and eighteen days post implantation. The patient underwent the unsuccessful attempt to remove the filter at this time. The patient also reports that the filter perforated the inferior vena cava (ivc) and to be suffering from poor memory, fatigue, difficulty walking, numbness in arms and legs, pain and swelling in legs, pain in the middle of the torso and to see sparks in the eyes. The indication for the filter implant was left lower extremity deep vein thrombosis and anemia related to uterine bleeding, for which the patient received two units of packed red blood cells. The filter was placed prophylactically for thromboembolism. The filter was placed via the right common femoral vein and deployed below the level of the lowest renal vein in the ivc. Post deployment imaging demonstrated good position within the ivc and patent renal veins. The patient tolerated the procedure well and was taken back to the room in stable condition. Approximately two and a half months later the patient was able to resume coumadin and was scheduled for removal of the filter. Access was made via the right common femoral vein, imaging demonstrated good position of the filter with no evidence of thrombus. A snare was then used to grab the hook of the filter, attempts to manipulate the filter were unsuccessful, the filter could not be disengaged from the vena cava wall, the patient experienced significant back pain during the maneuver, and it was decided at that point to leave the filter in place. A follow up cavogram showed the vein to be widely patent, the filter was still in the same place and there was no extravasation of the ivc. The patient was taken to the post-anesthesia care unit in stable condition. The patient¿s medical history has not been provided and there is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post implant images to review the reported, perforation and retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety, memory problems, fatigue, difficulty walking, numbness, pain and swelling in the arms and legs, torso pain and visual disturbances do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, a patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to pain, and attempted, unsuccessful percutaneous removal, and an inability to be safely removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pain does not represent a device malfunction, patient factors may contribute to the pain experienced. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to pain, and attempted, unsuccessful percutaneous removal, and an inability to be safely removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. And pain and suffering, and other damages.